Manufacturer narrative:
Additional information: reporter confirmed no patient adverse effects. Event date added.

Manufacturer narrative:
One pump was received for evaluation. Visual inspection of the pump found it to be in good physical condition. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Upon power up, the customer's complaint was verified. The front housing beeper will be replaced as this was found to be the root cause. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical cadd solis vip pump has bad audio. No further information provided. No patient injury resulted.